Event description:
Consumer complaint of high blood results. Expected blood glucose results fasting range from 97 to 130mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Comparing blood glucose test results from truetrack meter to freestyle meter; observed test results this morning of: truetrack meter serial # (B)(4): 243mg/dl. Freestyle meter: 127mg/dl. Currently taking insulin to manage diabetes. Back to back blood test performed during call fasting ((B)(6) 2015; 5:49pm) with results of 262mg/dl and 278mg/dl. Verified storage of test strips is within instructed specification. Test strip lot manufacturer's expiration date is 08/27/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 153mg/dl, (B)(6) 2015, 08:02am; 350mg/dl, (B)(6) 2015 ,08:52am; 406mg/dl, (B)(6) 2015 ,08:51am; 121mg/dl, (B)(6) 2015, 10:27am; 131mg/dl, (B)(6) 2015, 10:26am. Adverse event not reported.

Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause: user had inaccurate reference.